Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump has been alarming no delivery and blood glucose has been high 400 mg/dl. Troubleshooting was performed and blood glucose was 324 mg/dl. Fixed prime was performed, insulin did not exit, and it alarmed no delivery. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit but there was a greater then normal resistance with plunger. Customer was advised to replace infusion set and reservoir. Alarm possibly occurred because of connection issues between the two. No further information reported.